Manufacturer narrative:
Reporter is a synthes employee. Part number:03.835.043. Synthes lot number: h732800-30. Supplier lot number: n/a. Release to warehouse date: january 11, 2019. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. During evaluation at service and repair, the torque limiting handle with 4.5mm quick coupling was found to have failed calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed low. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during evaluation at service and repair, the torque limiting handle with 4.5mm quick coupling was found to have failed calibration. There was no patient involvement. This report involves one (1) torque limiting handle with 4.5mm quick coupling. This is report 1 of 1 for (B)(4).